Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc system on or around (B)(6) 2002. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to, severe urinary incontinence, vaginal pain, pelvic pain, discharge, painful intercourse, mental and physical pain and suffering, permanent injury as well as other injuries. On or around (B)(6) 2007, the plaintiff began to feel the mesh migrating from the original position. The plaintiff sought medical attention and had the mesh removed and replaced with another manufacturer's mesh on (B)(6) 2007.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.